Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Tg3110/06629462 = UDI: (B)(4). Tg3710/06452552 = UDI: (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of an aortic dissection using two gore tag thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up imagings showed no issues. The diameter of the lesion was 33mm. On (B)(6) 2009, the patient was discharged. On (B)(6) 2010, six month follow-up imaging showed that the diameter of the lesion was 32mm. No issues were reported. On (B)(6) 2011, two year follow-up imaging showed that the diameter of the lesion was 35.4mm. No issues were reported. On (B)(6) 2012, three year follow-up imaging showed that the diameter of the lesion enlarged to 37.5mm. No endoleaks were reported. The physician elected to monitor the patient. On (B)(6) 2013, four year follow-up imaging showed that the diameter of the lesion further enlarged to 37.7mm. No endoleaks were reported. The physician elected to monitor the patient. On an unknown date, the patient expired. According to the institution, no further information is available.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement.